Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. The customer's blood glucose level was 564 mg/dl. At the time of report customer had not addressed bg level. Customer primed the tubing to address the issue.